Event description:
Reportedly, the pacemaker was replaced because of a suspicion of premature battery depletion.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: - based on available data, the expected overall longevity is estimated at ¿ 76 months (6 years 4 months). The implantation duration was considered 73 months, which is higher than 75% of the estimated overall longevity (75% of 76 months = 57 months). Based on hrs guidelines, normal battery depletion occurred. - electrical characteristics of the returned unit were within specifications. - based on available data, normal battery depletion occurred, and no issue is suspected on the subject pacemaker. - this case is retained and utilized for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was replaced because of a suspicion of premature battery depletion.